Event description:
The patient was implanted with a left ventricular assist device. The transplant coordinator reported that the lvad stopped after it had been turned on and running for approximately 10 minutes immediately after implantation. The system controller was exchanged and the tissue was resolved.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.